Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign material present inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Olympus could not identify the foreign material from provided information. Since the user conducted reprocessing in accordance with instruction for use (IFU) or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive joint of the objective lens is peeled off, and the adhesive part of the light guide lens is peeled off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.